Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 70-year-old male patient on impella cp for mechanical circulatory support. The echocardiogram images were reviewed and it appeared that the impella cp was under the pap muscle. The physician was unable to torque free without pulling it back across valve. The physician made the decision to leave and monitor. The device was later repositioned. No patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.